Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This rv lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis. Additional information indicated that this rv lead was explanted due to significantly high pacing thresholds. Other than the procedure, no additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This rv lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis.